Event description:
It was reported that the patient presented a remote transmission with post-paced t-wave oversensing detected on the implantable cardioverter defibrillator (ICD). Programming changes were discussed but not made at this time. No patient symptoms were reported.